Event description:
It was reported that this inflatable penile prosthesis was removed as it was too short causing a deformity. The device was difficult to activate as the patient did not have good skills in handling and functioning. At the time of the revision surgery, it was evident that the prosthesis was visible in almost half of the corpora cavernosa. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it was too short causing a deformity. The device was difficult to activate as the patient did not have good skills in handling and functioning. At the time of the revision surgery, it was evident that the prosthesis was visible in almost half of the corpora cavernosa. A new tactra malleable penile prosthesis was implanted. No patient complications were reported.